Event description:
Initial anesthetic (tetracaine 1% 2ml) given prior to performing bladder surgery. Anesthesiologist had to repeat medication to achieve effectiveness. Tetracaine 1% (2 ml) ineffective during procedure that is contained within the portex spinal tray. Vial was not saved.